Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt and the hot jaw silicon was cracked. The device passed the pre-cautery test, with steam generated during several device actuations. This issue is being investigated through the maquet CAPA process. A device lot history was performed, and there were no non-conformities that could have attributed to this failure mode. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro tissue welder activated, the tip became red hot and would not shut off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.